Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, upon removal of the sensor pod from the patient's body the sensor wire broke and remained in the skin. The sensor was inserted at the buttocks on (B)(6) 2015. No additional event or patient information is available.